Manufacturer narrative:
(B)(4). The report of no alerts on the g5 mobile application is being reported under MFR# 3004753838-2017-92119.

Event description:
Dexcom was made aware on 09/12/2017, that on (B)(6) 2017, the patient experienced no audio output on the receiver and an adverse event. The patient was at the hospital on (B)(6) 2017 for a one-hour appointment for pre-op as he was going to have spinal surgery. After the appointment, the patient went down to the cafeteria because he could tell he needed sugar. While paying for his meal at the cash register, the patient lost consciousness and collapsed, hit the back of his neck on a table behind him and sustained neck and spinal injuries. Prior to collapsing, the patient stated that he was sweating, and his speech was impaired. The cashier called the code for emergency medical technicians (emt) to come down and transfer the patient to the emergency room (ER) where the patient was treated for low blood sugar and was told he would be able to be released within 30 minutes. The patient reported that he suddenly realized he could not move his arms or legs and was rushed to surgery. The patient remained in the hospital for one month. The certified diabetes educator (cde) indicated that the spinal injuries lead to the patient becoming quadriplegic and at the time of contact, the patient was in in-patient rehabilitation and was going to undergo electric-stimulation therapy. It was reported that at the time of the event, the patient was using both the receiver and the g5 mobile application and did not receive any alerts or notifications of low blood sugar from the cgm. The patient could not recall his blood glucose levels at the time of the event. At the time of contact, the patient was in stable condition. No additional patient or event information is available. No product or data were provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.